Manufacturer narrative:
The network captures from the reported event were reviewed by draeger and it was confirmed that they do not cover the reported date of event on 10-december-2025. Therefore, the root cause cannot be determined.

Event description:
On (B)(6) 2025, at approximately 20:22 local time, an unexpected discharge occurred on the ics (infinity central station) m300 telemetry monitor. Staff reported that the system ¿discharged all by itself without our knowledge.¿ it was not confirmed whether a move operation was involved. When asked if the issue occurs during or after a move operation, staff indicated that the discharge could happen randomly without any interaction. There was no report of adverse patient impact.

Event description:
On (B)(6) 2025, at approximately 20:22 local time, an unexpected discharge occurred on the ics (infinity central station) m300 telemetry monitor. Staff reported that the system ¿discharged all by itself without our knowledge.¿ it was not confirmed whether a move operation was involved. When asked if the issue occurs during or after a move operation, staff indicated that the discharge could happen randomly without any interaction. There was no report of adverse patient impact.

Manufacturer narrative:
Draeger has started an investigation, a follow up report will be submitted upon completion.